Event description:
Bilateral breast augmentation over 20 years ago, with silicone gel implants; now has class iii capsules and pain. On 4/30/99, bilateral removal of ruptured silicone gel implants and bilateral capsulectomies. Implants and capsules sent to pathology.